Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed a64 during self test due to faulty electrical component on the radio frequency board. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, cracked display window and cracked case near the display window corners noted during our visual inspection.

Event description:
Customer's school nurse reported via phone call, the insulin pump alarmed displayable history crc check failed on startup. Customer was then put on the line and customer stated the alarm has been reoccurring about every 30 minutes. Customer does not know customer's blood glucose level. Troubleshooting was performed for the alarm. The alarm did not occur during rewind or prime sequence. Customer was advised to program a normal bolus into the air, customer stated the amount recorded in bolus history. Temp basal was not programed before the alarm occurred. Customer was advised to the insulin pump need to be replaced. The customer agreed to return the insulin pump for further analysis.